Event description:
From our pharmacy, technician was drawing up adriamycin in a bd60ml syringe. The syringe was defective and leaked all over the hood from the other end just after that mishap. Another 60ml syringe was found without a plunger and a cracked barrel. Diagnosis or reason for use: disp of chemo.